Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the surgeon could not press the green button and could not squeeze the handle. The stapler could not be fired.